Manufacturer narrative:
Zoll has received the thermogard in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported during patient use, the thermogard exhibited slow cooling . The issue was observed 12 hours after the initiation of cooling procedure. The console was replaced to continue the treatment. No patient harm or consequence was reported.

Manufacturer narrative:
The reported issue of the thermogard exhibited slow cooling was confirmed during the functional testing. The issue was attributed to a defective cooling engine. The defective unit was replaced to remedy the fault. Following the repair and replacement of parts, thermogard final testing was performed and passed all testing with no issue or faults observed. Visual inspection is performed and the saline bag hook was noted to be broken. The pump lid is cracked and no pan drip noted upon receipt. Event log files review showed no system error code noted. Functional testing was performed and failed testing (tm 24 test) indicated a defective cooling engine. Additionally, the pump lid, bag hook and other damaged parts such as the cold well gasket, pan drip were replaced to remedy the issues observed during the visual inspection. Final functional testing performed and the thermogard passed all testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).